Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned 26 months after it was explanted. The device had not telemetry when received due to the depleted battery. The device passed all testing throughout analysis for normal operation. No high current was noted. The device was implanted for 9.4 years, which exceeds the normal life span for this device. The labeled longevity calculation could not be performed due to the no telemetry condition there was no memory dump to attain the information needed to perform the calculation. The device likely depleted normally and eventually went to the no telemetry condition due to low battery voltage. The performance allegations from could not be confirmed. The device was found to meet specifications for normal battery depletion and normal device operation. An initial report was previously submitted to FDA on (B)(4) 2009; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared the battery status end of life (eol) on (B)(6) 2009 due to a charge time greater than 30 seconds. Two months prior, this ICD had a monitoring voltage of 2.55 volts and a charge time of 13.3 seconds. The last capacitor reform was performed on (B)(6) 2009. Currently the monitoring voltage is 2.46 volts. A boston scientific technical services (ts) consultant was contacted whom discussed device function at eol and recommended replacement. The patient with this ICD implanted is refusing replacement. There are no allegations against the longevity of this ICD. Upon interrogation, diagnostics showed several episodes with therapy but, no electrograms were observed in the logbook. No save to disk has been performed and the patient has left the visit and will not be returning as they are refusing replacement. Currently, this ICD remains implanted and in service. No adverse patient effects reported. Additional information noted that this device was explanted for normal battery depletion and returned.